Manufacturer narrative:
The field service engineer replaced various parts and performed adjustments and cleanings. He performed blank cell checks, instrument checks, and precision testing. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii, elecsys ferritin, elecsys cea, elecsys troponin t hs, elecsys probnp ii, and elecsys ige ii results for an unknown number of patients tested on a cobas 8000 e 801 module. The customer reported the qc results have been "good." The initial results were reported outside the laboratory. The customer questioned the initial results due to the "narrowly set criteria in their laboratory information system (lis)." The customer performed repeat testing with the samples. Below are examples of questionable results provided by the customer: for patient 1, the patient's initial ft3 result was 20.1. The patient's repeat ft3 result on a different e 801 module was 3.08. For patient 2, the patient's initial ferritin result was 0.5 with a data flag. The patient's repeat ferritin result on a different e 801 module was 28.8. For patient 3, sample ID (B)(6), the patient's initial cea result was "<0.3." The patient's repeat cea result on an unknown analyzer was 0.7. For patient 4, sample ID (B)(6), the patient's initial troponin result was "<3.0." The patient's repeat troponin result on an unknown analyzer was 11.4. For patient 5, sample ID (B)(6), the patient's initial results were ft3 20.1 and probnp 25.3. The patient's repeat results on an unknown analyzer were ft3 3.0 and probnp 390. For patient 6, sample ID (B)(6), the patient's initial ige result was "<0.2." The patient's repeat ige result on an unknown analyzer was 6.90. The units of measurement for all assays were requested but not provided. The ft3 reagent lot number was 575688. The ferritin reagent lot number was 602731. The cea reagent lot number was 568101. The troponin reagent lot number was 566409. The probnp reagent lot number was 600186. The ige reagent lot number was 571566. The expiration dates for all reagent lots were requested but not provided.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.